Event description:
A malfunction alarm with code 24 was reported, and the pump was not resettable. There was no adverse impact on the customer's blood glucose level as it did not exceed 500 mg/dl. The pump was replaced to resolve the issue, and the customer reverted to an alternate method of insulin therapy.